Manufacturer narrative:
Service was not scheduled for this event. The instrument flagged the results as intended, the information available does not suggest that the instrument malfunctioned. Beckman coulter is reporting this event for the delay of transfusion that resulted from the flagged erroneous result. Bec internal identifier case (B)(4).

Event description:
The customer reported that their dxh 800 hematology instrument generated erratic erroneous platelet (plt) counts for a patient undergoing chemotherapy. A delay in patient treatment occurred as a result of this event. The customer indicated that there were no adverse events associated with this event and the impact to treatment was the delay of a transfusion. The physician knew the patient and the results were inconsistent with the patient's clinical history. The results were then submitted for manual count and verified on a non-beckman coulter instrument. Printouts provided as evidentiary support for this event, indicate that the instrument flagged the sample results, triggering suspect messages (giant platelets), system messages (platelets aggregates, rbc-plt overlap), and r-flags for the specimens. The flags notify the operator to review the results according to their laboratory¿s policy for reviewing the patient sample results.

Manufacturer narrative:
Beckman coulter had originally reported this event for the delay of transfusion that resulted from the flagged erroneous result. Upon further assessment of the patient results deemed correct by the customer, the cancellation of the transfusion was reasonable. The results would not warrant the implementation of their platelet transfusion protocol, where plt equal or less than 9.9 (9900/l) triggers a transfusion. The customer provided the following clarification: as per their protocol plt = 9.9 (9900/l) will warrant a transfusion. Manual count was plt = 80 (80 000/l). Xn sysmex (fluorescence) with plt = 60 (60 000 /l). This assessment was confirmed by the chief medical officer at beckman coulter. Bec internal identifier - (B)(4).